Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Broken tip. The tip of the vizigo sheath was torn. Timing was when the sheath was removed after the procedure. The issue was found after the procedure. The procedure was completed without patient's consequence. Additional information was received on 02-jul-2025. The damage did not result in wires being exposed, lifted nor sharp rings. No resistance nor difficulty during insertion or removal of the catheter. The issue was found about 5mm from the tip. The device was not pre-shaped.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. The tip of the vizigo sheath was torn. The device evaluation was completed on 16-jul-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspections of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the shaft was bent, and the tip was torn at one of the irrigation holes. A microscopical inspection was performed and the torn condition was further confirmed; no other damage or anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the broken tip condition could be related to the handling of the device during the procedure, as the issue was detected after it occurred; however, this could not be established conclusively. The potential cause of the bent shaft could be related to the handling/shipping of the device after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿sheath was torn¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the tip was torn at one of the irrigation holes¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft was bent¿. During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).